Manufacturer narrative:
Citation:philipsen, t. Md et al. Brachiocephalic artery access in transcatheter aortic valve implantation: a valuable alternative: 3-year institutional experience. Interactive cardiovascular and thoracic surgery (2015) dec;21(6):734-40 doi 10.1093/icvts/ivv262 earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding brachiocephalic artery access during the implant of a transcatheter bioprosthetic aortic valve. All data were collected from a single between 2011 and 2014. The study population included 20 patients, all of which were implanted with a corevalve. Serial numbers were not provided. The study population was predominantly male; mean age 79.2 ± 8.0 years. Among all patients adverse events included: complete heart block (chb) with permanent pacemaker implant and mild to moderate paravalvular leak (pvl). No additional adverse patient effects or product performance issues were reported.